Event description:
It was reported that, during a holmium laser enucleation of the prostate, a fiber got broke from bladder. The medical staff checked with another fiber, that also broke. This is not the issue with the machine as they used other size fibers, and it was working fine. There were no patient complications. Boston scientific was unable to obtain additional information regarding procedure outcome despite good faith efforts. This report refers to the second fiber that broke.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The media files provided by the customer did not confirm the alleged fiber break. It is possible that the fiber setup or handling during use contributed to the fiber body break. A partial bend or kink may have developed during setup and operation, and when the fiber was activated, this defect resulted in a break. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during a holmium laser enucleation of the prostate, a fiber got broke from bladder. The medical staff checked with another fiber, that also broke. This is not the issue with the machine as they used other size fibers, and it was working fine. There were no patient complications. Boston scientific was unable to obtain additional information regarding procedure outcome despite good faith efforts. This report refers to the second fiber that broke.